Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator had multiple parts cracked, e.g. Front enclosure cracked, top enclosure cracks, handle cracked, bottom left side cracks, dc port missing, inlet screw hubs cracked, nurse call cracked, mount cracked, bottom rear base cracked, porting blocked cracked. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.